Event description:
An international distributor reported a customer's AED will not speak. The customer did not report this occurring during patient use.

Manufacturer narrative:
The customer reported their AED would not provide audible prompts. The reported issue was confirmed however the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
The unit was requested for return and further evaluation after analysis of the log files identified a recurring service code beginning on 09/24/2025, related to a potential sound issue. Upon return, the device underwent bench testing. The reported issue was confirmed and determined to be caused by a failed speaker component. Although the unit was unable to deliver audible prompts, the AED passed shock testing and was capable of delivering therapy.